Event description:
Company received a report that the pilot balloon had failed on two hilo with lanz endotracheal tubes shortly after insertion. The patient was reintubated. No patient harm was reported.